Event description:
It was reported that a liner component was fractured. It is unknown when or how the fracture occurred. No known impact or harm to patient is associated.

Manufacturer narrative:
(B)(4). This final mir report is being submitted to relay additional information. G3: report source, foreign - event occurred in italy. Products have been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation. A ringloc-x e1 high wall liner was revised after a maximum of 3 years and 7 months in vivo due to fracture. The available relevant manufacturing history records indicate that the item was manufactured and sterilised in accordance with the applicable specifications. The liner was fractured into four fragments, with overall signs of wear and scratches, as well as polishing and denting on the articulating surface. Metal transfer and roundness of fracture surfaces indicate that the implant was not revised immediately after component fracture. The ultimate reason for the fracture of the e1 ringloc-x liner cannot be determined with the available information. The available mhr reviews indicates that the product was most likely conforming to design specification when it left zimmer biomet control, however it is not possible to confirm the root cause of the revision with the information available. Risk assessment: the event reports implant fracture. Risk management file documents the estimated residual risk associated with the reported event. Failure analysis report 573, rev 1. Concludes: a ringloc-x e1 high wall liner was revised after a maximum of 3 years and 7 months in vivo due to fracture. The reported event states revision due to fracture of polyethylene component. This hazard (implant component fracture) has a severity of 4 which is defined in the severity table as: results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The outcome of this complaint (surgical intervention) is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to notification date, being nov 2018. - sales (nov 2015 ¿ nov 2018) = (B)(4). - complaints search was conducted for events occurring between nov 2015 ¿ nov 2018 for item ep-083650. - 6 complaints were identified for this item number including (B)(4). - (B)(4). - (B)(4). - multiple hazards and failure causes result in a harm of implant fracture. The root cause of the above complaint has not been determined, therefore a specific failure cause cannot be selected. As a failure cause cannot be selected, the occurrence score for one hazard cannot be attributed to all events. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
This final / follow-up MDR report is being submitted to relay additional information. Incorrectly reported: 6 similar complaints were initially incorrectly reported. Correction: 2 complaints were identified for this item number for the complaint (B)(4): - therefore, the calculated occurrence rate is (B)(4). - this is considered an acceptable occurrence rate as per the rmf ((B)(4) is considered an occurrence score of 2 rare: 0.01% - 0.1%).

Event description:
It was reported that a liner component was fractured. It is unknown when or how the fracture occurred. No known impact or harm to patient is associated.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product has been returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. It was determined that this product was manufactured by biomet (B)(4) ltd. This event has been previously reported under medwatch facility (B)(4) biomet - 1825034, under medwatch number 0001825034-2019-03790. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a liner component was fractured due to an unknown reason. No known impact or harm to patient is associated.